Manufacturer narrative:
Hologic reviewed the panther log files and worklists and noted there were no indications of hardware or reagent preparation issues that affected results. The discrepant result appeared to be sample related, possibly due to low target concentration or sample mishandling. Hologic has not been informed of any adverse patient outcomes related to this issue.

Event description:
On april 29, 2026, customer reported to hologic receiving discrepant results while performing a lot-to-lot verification for sample ID (sid): (B)(6) while using the aptima combo 2 assay on their panther instrument with serial number (sn): (B)(6). On (B)(6) 2026, sid: (B)(6) was initially tested on worklist (wl) (B)(4) (ml 924056) on panther instrument (sn: (B)(6) and resulted CT negative/gc positive. On (B)(6) 2026, customer retested sid: (B)(6) on worklist (B)(4) (ml 926168) on panther instrument (sn: (B)(6) and the sample resulted CT positive/gc positive. According to the customer, the first valid result was reported to the patient. Customer did not provide any information on the patient or patient treatment. Hologic has not been informed of any adverse patient outcomes related to this issue.